Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), while de-airing the guide a leak was observed at the flush port. The sgc was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.